Event description:
Additional information was received indicating the patient has been re-hospitalized due to the paralysis.

Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. Microscopic inspection of the hemostasis seals revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00070. During the procedure, while inserting two introducers, air was aspirated and entered the coronary and cerebral arteries. The air was removed from the coronary artery, but paralysis developed temporarily. The paralysis later resolved and the patient was observed.